Event description:
While performing an arthroscopy of the knee the cuda 4.2 mm bendable to 30 degrees arthroscopic blade broke within the instrument itself. The break was discovered before any harm could come to the pt.